Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, s/n (B)(6), used for treatment was returned for evaluation. The was a relationship between the reported problem and the device. The reported problem was visually confirmed. There is no epoxy along the scraper. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. This failure is an identified failure mode within the risk assessment. The associated risk have been anticipated within the risk file and the anticipated risk level is still adequate. The most likely cause of this event is user mishandling during sterilization of the device. Refer to the product instructions for use ¿automated wash cleaning procedure for robotic drill attachment¿ that provides guidelines for proper device handling. A visual analysis of the customer provided photo revealed that the epoxy had detached from the scraper and confirmed the serial number of the device. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, the ring of the ri robotic drill attachment fell out and broke into pieces. The procedure was completed, without delay, using a s+n back-up device. Since incident occurred before procedure, patient was not involved.